Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that per a post on social media a patient allegedly implanted with the superion indirect decompression spacer only received twenty-five percent pain relief despite multiple adjustments.